Event description:
It was reported that during an open procedure, the clip could not be deployed when it was fired on the blood vessels. The trigger was grasped for several times outside the patient, but the clip did not come out. The clip was malformed. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 10/19/2023. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4), date sent: 12/14/2023. D4: batch # a9d300. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the mcs20 device was received with the cartridge cover damaged; due to this condition, no functional testing could be performed to evaluate the reported incident. 15 clips were found inside clip track. However, it is known from the history of the device that the cartridge cover damaged condition may lead to dropping or ejecting clips and malformed clips. The event reported was confirmed and it is related to improper use of the device. A possible cause for the damages found is excessive force applied over the device. Please reference the instruction for use for more information. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.